Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Unfortunately there was rv lead dislocation and reimplantation was done on 13 sep.